Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: (B)(4): no anomalies found; the analyst noted that there were three sets of setscrew marks on the is-1 pin and two sets are too proximal, thus lead was not fully inserted into the device but it cannot be determined when this occurred; full lead in segments returned and analyzed. Correction: the defibrillation conductor was fractured. The outer tubing overlay had blood/body fluid, was melted and had cosmetic environmental stress cracking. The outer tubing was breached cut and the helix mechanism had blood/body fluid. There was apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The sprint fidelis lead model is included in a field advisory. Evaluation summary: no anomalies found; the analyst noted that there were three sets of setscrew marks on the is-1 pin and two sets are too proximal, thus lead was not fully inserted into the device but it cannot be determined when this occurred; full lead in segments returned and analyzed.